Event description:
The customer called with concerns about insulin not delivering from the insulin pump and reported his blood glucose was 36 mg/dl. The customer stated the low blood glucose was due to it being first thing in the morning and he treated with orange juice and suspended the insulin pump. Troubleshooting was performed as customer believed the device was not delivering insulin when reservoir would get below 60 units. Customer stated the drive support cap appeared normal. Further troubleshooting steps were declined. It was advised the customer would be sent new infusion set to try and reservoir and if customer did not experience high blood glucose, it could indicate a site related issue, but if high blood glucose persisted, the device should be replaced. The device will not be returned for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.